Event description:
It was reported that a patient passed away and the death was unrelated to vns. Follow-up with the coroner¿s office revealed that the manner of death was respiratory arrest due to chronic seizure disorder due to rasmussen's encephalitis. The coroner felt the death was sudep as the patient was found unresponsive at a group home with no apparent contributing factors. No autopsy was performed as the death was determined to be natural. A toxicology report performed did not reveal any abnormalities. The patient¿s vns device was not explanted. The patient¿s vns physician indicated that the last diagnostics performed on the patient¿s vns device were within normal limits and did not have any additional information to provide.